Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
It was reported the patients ipg became inoperable due to the patient not charging as recommended. As a result, surgical intervention took place during which the ipg was explanted and replaced. Surgical intervention addressed the issue.

Manufacturer narrative:
The device history record was reviewed to ensure proper packaging and sterility. Based on the information received, the cause of the reported incident could not be conclusively determined.